Manufacturer narrative:
The company service representative examined the system and was unable to confirm or replicate any system nonconformity, which may have contributed to the reported event. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported during flap creation a patient experienced an imperfect flap. The screen froze and the lighting was not working well. The laser was restarted and checks were performed. The site did not have good visibility. When performing suction on the right eye, quality was very poor and an incomplete hinge was noted. Additional information has been requested. There are multiple related reports for this facility. This report addresses patient one's right eye and other manufacturer reports will be filed.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported during flap creation a patient experienced an imperfect flap. The screen froze and the lighting was not working well. The laser was restarted and checks were performed. The site did not have good visibility. When performing suction on the right eye, quality was very poor and an incomplete hinge was noted. Additional information has been requested. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.